Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated that high rate pacing was due to interaction with the minute ventilation (mv) feature. The caller stated that mv was subsequently programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had thyroid surgery at which time high rate pacing was observed. Patient had surgery on thyroid. Magnet application broke the pacing and normal pacing resuming at 70ppm. No adverse patient effects were reported.